Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced kinked cannula event on (B)(6) 2026. The insertion site was abdomen. Patient first went to emergency room and was subsequently hospitalized due to hyperglycemia on (B)(6) 2026. The blood glucose level was 560mg/dl and the patient was treated with intravenous (IV) and fluids of saline and insulin. Patient stayed in the emergency room for four hours and released on (B)(6) 2026. No further information available.